Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The involved sample is not available for investigation. Calibration and controls were within acceptable ranges. Performance testing was within the acceptable range. No instrument hardware or software problem could be identified. Upon review of the alarm trace, an error occurring on the day of the event indicates a problem with sample handling. An issue with pre-analytic sample handling could not be excluded. The instrument is currently working according to specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on an e411 analyzer. The sample initially resulted as < 0.100 miu/ml accompanied by a data flag. The initial result was provided to the patient. After 3 days, the patient came back to the laboratory and complained since she was confirmed to be pregnant at another laboratory. The sample was repeated on (B)(6) 2016, resulting as 6586 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 190280. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer. He randomly checked sample tubes at the site and found 6 tubes out of 20 to have a small amount of fibrin or a micro-clot.